Event description:
Follow up information stated the lead was relocated on (B)(6) 2018. Therapy was restored post-op.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective therapy due to lead migration of the cervical system. X-ray imaging confirms the lead at vertebral c2 moved outside the epidural space. Lead revision surgery may be pending.